Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was not appearing on the ICU patient's profile in pyxis. A technical support specialist (tss) remotely accessed the server and initially could not find the order. However, after a period, the order was showing. The system functioned as intended after the technical support specialist troubleshot the device. (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ es server medication was not appearing. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.